Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer stated that during the night the pump started beeping and there was a blank display. The customer stated that they changed out the battery and the screen did not switch on. The customer stated that there was possible water damage. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a high sleep current due to moisture damage on the electronic assembly. No moisture damage was found on the keypad, battery tube, vibrator and motor assembly noted. No blank display during our testing. The insulin pump had scratched case, pillowing keypad overlay, cracked case corner of belt clip rails, cracked battery tube threads, serial number label fading and minor scratched lcd window.